Event description:
It was reported that a large volume infusor had white particulate matter floating within the balloon of the device. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This lot was manufactured from december 12, 2014 - december 13, 2014. The device was received for evaluation. During visual inspection, a white particle measuring approximately 0.25 mm in size was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.